Event description:
It is reported that during a risk management investigation at the facility, it was discovered that an integrity 3.00 x 18 mm rx drug eluting stent was implanted 5 days past its expiry date. There are no reported patient complications.

Manufacturer narrative:
Evaluation, results: failure to follow instructions - (device was implanted past its expiry date); no results available since no evaluation performed - (device or procedural images were not returned for review). Conclusions: user error contributed to event - (device was implanted past its expiry date). (B)(4).